Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a fault on the erbe generator and later on with the universal surgical manipulator. The two faults were addressed by the field service engineer. Prior to the issues being addressed the customer was required to move following cases to a separate system. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site and tested all the universal surgical manipulators (usms) and was unable to duplicate the issues on the patient side cart (psc). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This usm was returned for failure analysis, and the reported error was confirmed but not replicated. In logs, the 26004 error was found indicating manipulator brake test failed on usm1, axis2, outer pitch confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the pitch motor module was further inspected and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that pitch motor module assembly was found to be the root cause of the reported event.